Event description:
It was reported that the battery was not fully charging. It was noted that the battery was not always working despite the controller displaying a charged battery. It was further reported that the battery and controller contacts were cleaned by the site. However, it was advised against the cleaning of the contacts. Upon autolog review, it showed a loss of power to the controller and multiple power disconnect alarms. The battery will be replaced and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional product: brand name: (B)(6). Model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2021 / serial #: (B)(4). UDI #: (B)(4). Concomitant medical products: no. Mfg date: 06-aug-2020. Labeled for single use: no. Patient ime code(s): (B)(4). FDA device code(s): (B)(4). Additional information has been requested regarding the csv log files, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation and investigation completion . Product event summary: the controller ((B)(6)) and one (1) battery ((B)(6)) were not returned for evaluation. Review of the available autologs report revealed a controller power up event on (B)(6) 2021 at 22:08:37. Prior to the loss of power, (B)(6) was connected to power port one (1) and an unknown battery was connected to power port two (2). The unknown battery with an unknown serial number is an additional finding unrelated to the reported event; the battery was likely in a sealed state. As a result, the controller is unable to obtain a serial number when communicating to the battery. The sealed state does not impact normal operation. After the loss of power, (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 11 seconds. Additionally, three (3) power disconnect alarms were logged on (B)(6) 2021 at 10:29:14, on (B)(6) 2021 at 10:44:22, and on (B)(6) 2021 at 22:06:35. As a result, the reported loss of power and power disconnect alarms events were confirmed; however, the cause of the power disconnect alarms could not be determined since raw log files were not available for analysis. The reported battery not charging and "battery not working" event could not be confirmed due to insufficient evidence. Lubrication servicing of the battery in a sealed state could not be confirmed since the serial number is unknown. Applicable risk document ation and experience with events of similar circumstances were considered; the most likely root cause for the observed battery in a sealed state can be attributed to a communication error between the controller and battery. Possible root causes of the power disconnect alarms can be attributed, but not limited, to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the battery, packet error checking method detecting bit errors, and/or a battery malfunction. Possible root causes of the reported battery not charging event can be attributed, but not limited, to an internal battery communication error, faulty integrated circuit, improper weld, soldering defect, out of temperature range, and/or a charge time-out of eight (8) hours. Possible root causes of the reported "battery not working" event can be attributed, but not limited, to an internal battery communication error, a faulty integrated circuit, an improper weld, and/or a soldering defect. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. D4: serial t#: (B)(6) h3: yes h6: FDA method code(s): b15,b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.